Event description:
The customer reported that her olympus hd autoclavable camera head was not displaying an image during a procedure. Additional details relating to the patient and the event have been requested but no additional information was available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon of ¿no image¿ occurred due to communication failure which occurred as a result of cable failure, hence, images were no longer displayed. The cause of the cable failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.